Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their therapy had stopped due to a power on reset (por). The patient stated that they had just finished charging when the error message was seen. It was unknown if the por was related to an overdischarge event. The patient stated that they charged their implantable neurostimulator (ins) all the way up four days prior to the date of this report and that it needed to be reset because it ¿went all the way low.¿ it was confirmed that the por was informational. During the call, the patient was able to successfully clear the por and turn stimulation on. Troubleshooting resolved the reported issue. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.